Event description:
It was reported a percutaneous coronary intervention (pci) was performed to treat a moderately tortuous, heavily calcified chronic total occlusion (cto) lesion in segments #1-2 of the right coronary artery (rca). When torquing an asahi gaia next 3 guide wire to cross the lesion, angiography revealed that the tip of the guide wire looked like detached. Meanwhile, deterioration of torquability was noted. A new gaia next 3 was used to resume the procedure, but could not be advanced to the distal segment #2. A stent was then placed in segment #1 to complete the procedure. There were no adverse patient effects related to this event and the patient was fine after the procedure.

Manufacturer narrative:
(B)(4). The reported gaia next 3 guide wire was returned for evaluation. The returned gaia next 3 was found bent at approximately 10mm from the tip. At approximately 5mm from the tip, the inner coil wire was out of the spring coil wire and elongated distally, then fractured. Necking was observed on the fracture ends of the inner coil wire, suggesting that the inner coil wire became fractured due to tensile stress. The spring coil wire was removed for observation purposes. Two inner coil wires were exposed. The distal inner coil wire was found fractured around its proximal end. At approximately 5mm distal to the fracture site of the distal inner coil wire, the core wire was found fractured with a relatively flat fracture surface, indicating accumulated torsion had caused core fracture. On the distal side of the fracture, the core wire was found twisted off together with the inner coil wire at approximately 5mm from the tip. The inner coil wire which was out of the spring coil wire was found detached. Although the core wire and distal side of the distal inner coil wire of the gaia next 3 were fractured at approximately 5mm from the tip, and proximal side of the distal inner coil wire was fractured at approximately 9mm from the tip, the ball tip was attached on the very distal end of the spring coil wire, suggesting that the spring coil wire remained in one piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the torsion generated with torquing manipulation had most likely made the core wire and the inner coil wire of the gaia next 3 become twisted off, affecting the wire manipulation. The applied torsion would accumulate and exceed the product design limit when the wire tip was being caught and restricted its movement by the severely calcified lesion. Further applied tensile stress generated with removal then made the fractured inner coil wire come out through the widened spring coil pitch. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the inner coil wire of the returned device, a possibility could not be completely ruled out that some coil fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.